Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Device not returned.

Event description:
Patient underwent a osteosynthesis procedure, more or less 4 months ago and was implanted with an asnis 6 mm screw (code and lot unknown). On last (B)(6) february, surgeon refers that during a common post operative rx check up realized that a screw was broken. On the (B)(6), surgeon refers that his opinion is that this event happened due to the patients' anatomy. Patient will be revised.

Event description:
Patient underwent a osteosynthesis procedure, more or less 4 months ago and was implanted with an asnis 6 mm screw (code and lot unknown). On last (B)(6), surgeon refers that during a common post operative rx check up realized that a screw was broken. On the (B)(6), surgeon refers that his opinion is that this event happened due to the patients' anatomy. Patient will be revised.

Manufacturer narrative:
Evaluation summary : the reported event that the screw broke could be confirmed since the returned device matches the reported failure. The returned device was sent to (B)(4) for a material analysis. The examination showed that the screw failed due to a fatigue fracture. The fracture origination point was traced to the thread groove. Several steps were present on the fracture surface at this point, which indicates several crack initiation points. In addition, numerous secondary cracks were found on the surface of the screw in this area. The fracture markings indicate that the screw was subjected to alternating bending stress, at least in the early stages of crack development. The greatest load amplitudes must, therefore, have been brought to bear at this point. Unfortunately, at the time the investigation was carried out, no information was available as to the technique used to implant the screw. The embedded particles on the surface should be regarded as critical because their notch effect is capable of accelerating crack initiation. Their chemical composition indicates aluminium oxide, which is used in the blasting agent. According to stryker, the screw is sand blasted during the manufacturing process. In addition to the embedded particles, the numerous secondary cracks in the area of the fracture origination point could be promoted by the micro structure. A metallographic (and therefore destructive) examination could settle that matter. The customer asked to not perform any destructive test on the device. Therefore the investigation cannot be performed with a metallographic examination. A review of the device history for the reported lot did not indicate any abnormalities. Even if aluminium oxide is present on the fracture site, we can state that the breakage was due to bending movement (fatigue fracture). The aluminium oxide could not lead to such breakage. This is also confirmed by the low breakage rate (o3). Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The fracture was caused by alternating bending stress (fatigue fracture).